Manufacturer narrative:
Date of event: (B)(6) 2020.

Event description:
It was reported that the ventilators setting values bounce back and forth. The customer troubleshot with technical support and found the navigation ring was the issue. The ventilator was being used on a patient at the time of the reported event; however, there was no patient harm reported.

Manufacturer narrative:
G4: 23mar2020 b4: (B)(6)2020. The service engineer (se) inspected the device. The se found that the settings were unable to be changed when using the navigation ring. The se replaced the front bezel. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 27jun2020. B4: 29jun2020. Front bezel was return for analysis. The navigation-ring failures were determined to be due to liquid ingress. Failed navigation-rings from the field were disassembled and examined. An investigation was performed to determine the cause of the liquid ingress due to variability of the assembly process. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.